Manufacturer narrative:
B3: date of event - updated.

Event description:
The patient presented with a headache at 01:27 a.m. On (B)(6) 2025, approximately 14 hours following an ablation procedure performed on the morning of (B)(6) 2025. Intravenous administration of two ampoules of dipyrone (metamizole) was provided, resulting in subsequent improvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The patient presented with a headache at 01:27 a.m. On (B)(6) 2025, approximately 14 hours following an ablation procedure performed on the morning of (B)(6) 2025. Intravenous administration of two ampoules of dipyrone (metamizole) was provided, resulting in subsequent improvement.